Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient was wearing the pod between 24 and 36 hours on the abdomen. The patients blood glucose levels reached 400 mg/dl. Patient was treated with insulin to lower their blood glucose levels.